Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested the following was obtained: (B)(4) captures the event during inservice. ¿ what suture type was used? Vicryl ¿ what suture size was used? 2-0 ¿ when the event occurred, was the suture placed near the hinge of the clip? Yes ¿ were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? The clip closed completely with latching components overlapped, but would not lock. ¿ was the applier checked for damage (jaws straight and aligned)? The applier appeared to be in perfect condition, and the clip was loaded correctly. ¿ what was the surgical procedure involved? This was for an inservice demonstration ¿ was this a robotic procedure? No, demonstration ¿ if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? In this case, the suture was not under tension. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6), rn coordinator. (B)(6) (rep) was also present for the demonstration. ¿ please perform and document the follow up attempt for product return. Please ensure that the shipment tracking number is provided these clips are available for return. Awaiting shipping kit. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a prostatectomy procedure on an unknown date and suture was used. It was reported that in a prostatectomy procedure with doctor, the lapra-ty device failed to close most of the clips. It was reported that only two of the clips out of the whole pack worked correctly. The same problem was reproduced with clips from the same box this morning during an inservice. The clips from the procedure were not saved, but the clips from the inservice were saved and are available for return. The clips seemed to load easily and correctly into the applier, and would close completely around the vicryl, but would not latch or stay closed. No patient harm was reported. Additional information was requested.